Event description:
Patient representative reported "rupture, diagnosed by ultrasound, also afraid to develop cancer". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "rupture, also afraid to develop cancer". Patient representative reported later via product field note "capsular contracture baker grade ii". Patient representative reported "capsular contracture". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6

Event description:
Patient representative reported "rupture, also afraid to develop cancer". Patient representative reported later via product field note "capsular contracture baker grade ii". This record is for the left -side. Device has been explanted.